Manufacturer narrative:
A ge representative evaluated the system and repaired the collimator wiring. System operates as intended.

Event description:
Customer reported a problem with non-compliance of beam size limitation, the beam tolerance is greater than 5%.